Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: craig e. Grossman md, phd, msce , oguz akin md, antonio l. Damato phd , david a. Nunez phd , michael j. Zelefsky md , depth of hydrogel spacer rectal wall infiltration (rwi) was not associated with rectal toxicity: results from a randomized prospective trial, advances in radiation oncology (2024), doi:https://doi.org/10.1016/j.adro.2024.101624 block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
Boston scientific became aware of an event involving a spaceoar device, by craig e., et al. Per the article, 149 patient who underwent a spaceoar placement procedure, were evaluated to determine the relation between the depth of rectal wall infiltration (rwi) and the rectal toxicities. The study examined the relationship between rwi and rectal toxicity in men who underwent a hydrogel spacer implant. The results showed that while 62.4% of the men had no rectal signal changes on magnetic resonance imaging (MRI), 20.1% and 4.0% exhibited radiographic changes consistent with rwi. However, the study found no correlation between the presence or extent of rwi and rectal toxicity. Only one of the seven men who experienced procedure-related rectal toxicity had genuine rwi. The most common rectal toxicity reported was perineal/rectal pain with rectal bleeding reported in just 1 patient, and all seven men had resolution of their rectal toxicity within 90 days of the implant procedure. The study suggests that rwi may not be a reliable predictor of rectal toxicity, and that other factors may contribute to the development of rectal adverse events. The findings have implications for the management of rectal toxicity in patients undergoing hydrogel spacer implantation.